Event description:
It was reported the programming head connection had an intermittent short. The programmer was returned for service. The radiofrequency (rf) head was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the programmer was analyzed and no anomalies were found. (B)(4): analysis found that the radiofrequency (rf) head had signs of water damage, the magnet was rusted and the interrogate and program buttons were hard to push, the cable was also out of specification.